Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found collet # 3 stuck and the waste tubing routed incorrectly. Fse rerouted the tubing, cleaned collet # 3 and verified hold and pull force on all tips. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument continued to pipette after generating an error message and dispensed an incorrect amount of sample into the microwell. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)